Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under one of the sensing electrodes. Daughter reported skin came off one morning when lifevest was removed. There was no alleged device malfunction contributing to the irritation. Patient reported that a home health nurse suggested a liquid bandage over the blister. Follow up indicated that the liquid bandage is helping with the skin irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Submitting supplement to remove verbiage from section b6 as it was added in error. A us distributor contacted zoll to report that a patient developed a blister under one of the sensing electrodes. Daughter reported skin came off one morning when lifevest was removed. There was no alleged device malfunction contributing to the irritation. Patient reported that a home health nurse suggested a liquid bandage over the blister. Follow up indicated that the liquid bandage is helping with the skin irritation.